Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 50 mg/dl (system 1) and 90 mg/dl (system 2). Same vial of strips used with both meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.